Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to corroded keypad traces. No failed battery test could be verified due to the button anomaly. The insulin pump was received with cracked display window corners, cracked battery tube

Event description:
It was reported by the customer's mother that there was a button error on the insulin pump. After the battery was changed, the customer's mother stated there was a battery failed message on the insulin pump. The customer's blood glucose level was 225 mg/dl. Insulin pump will be replaced. No additional information provided.